Manufacturer narrative:
Updated data: b5 - additional information was received prior to the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. Per the physician, the valve dislodgement may have been tension caused by pulling during implant. The implant depth of the second valve was about 5 millimeter (mm) on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc). No additional adverse patient effects were reported.  D10 - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(6), ubd: 2022-08-28 , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us, serial/lot #: unknown, ubd: , UDI#:. Product analysis: the devices remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was implanted. Additionally, a thrombus was observed in the brain that did not require treatment or result in sequelae. It was reported that the valve could have contributed to the thrombus because of the movement of the devices in the aorta during deployment. It was reported that there was no calcification or thrombus in the aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data - b2. Outcome attributed to adverse event corrected data - h6 - ime code of e2403 was erroneously submitted on follow up 3. Corrected data h.6 - imf codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the dislodge was caused by calcification of the native valve leaflets and a poor expansion of the transcatheter valve. The first valve was pulled to the ascending aorta and a balloon dilatation was performed before implanting the second valve. After awakening from general anesthesia, movement of the left upper and lower extremities was poor. It was considered that a cerebral infarction occurred. Magnetic resonance imaging (MRI) revealed that the occluded blood vessel was peripheral, and it was determined that anticoagulant medication and rehabilitation would be used for thrombus recovery. Left paresis improved one day after the procedure. Antiemetic medication was used to gradually improve the vomiting and nausea. Nineteen days following the procedure, the patient was transferred to another hospital for rehabilitation and medical treatment. No additional adverse patient effects were reported. Updated data: h6 patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.